Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of an unspecified intravenous basic set. This was discovered when the nurse placed chemotherapy (etoposide) on pole during preparation. Drips were observed on the outside of the bag and the line; however, the source of the leak was unspecified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.